Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that doesn't light up/doesn't turn on, had to go in a switch.